Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The transmitter was evaluated and identified as the cause of the issue. A quote was issued to the customer. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.